Event description:
Account had to correct over 100 sodium and chloride results. One pt's diuretic therapy was changed as a result of the incorrect sodium and chloride results, but no injury was reported. The field service rep found the sample probe and sodium electrode were bad and repaired the instrument by replacing the probe and electrode.